Manufacturer narrative:
Based on the available information, the patient involved in (B)(4) meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available liner was used. The most likely underlying cause for the revision reported in (B)(4) is a combination of risk factors specified in hhe-2020-09-11-02 and being implanted for more than 10 years. However, the reported prosthesis wear or loosening cannot be confirmed from the reported information and the devices were not available for evaluation.

Event description:
As reported, the patient's complaints of their left hip initially began during walking and progressively worsened. The pain situation escalated and the client required inpatient care. The client was discharged with ongoing pain and later was revised. X-ray's showed a clear decentering of the prosthetic head and a very large osteolysis in the acetabulum as a sign of inlay wear. The radiological findings were confirmed during revision surgery. Because the socket was loose and osteolysis occurred due to the size, then the complete socket was changed to a revision hip cup with tab and iliac pin. The patient had to stay in the hospital two days longer because of their weakened state. The following rehabilitation was challenging for the patient. After rehabilitation the patient's symptoms have nearly entirely subsided, with only residual discomfort after prolonged walking. Furthermore, a misalignment has developed, leading to problems in the right hip as well.